Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot and doi has been updated for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Event description:
Litigation alleged the asr hip was explanted due to metallosis, restricted mobility, significant and chronic pain and excessive levels of chromium and cobalt in the patients blood stream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.